Manufacturer narrative:
It was reported that a patient had an optease filter implanted that subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, perforation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates that the filter migrated and was also embedded in the wall of the inferior vena cava (ivc), the patient had blood clots, clotting and/or occlusion of the ivc approximately a year and five months post implantation. The filter was reported to have been removed percutaneously one year and eleven months post implantation. The patient also reports to suffer flank pain, mental anguish and stress. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, no device analysis nor a device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without the procedural films or post implant imaging available to review, the reported, migration, perforation, clotting, occlusion and being embedded in the vessel wall could not be confirmed. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
Additional information was received that prior to filter removal, the patient's ivc was evaluated with ultrasound through the abdomen and right side to try to determine if the filter contained a thrombus prior to intubation. Imaging was suboptimal. After determining that there was not a significant thrombus within the filter the patient was intubated. Exchange was then made for a 16 french sheath. Then using a rigid endobronchial forcep the organized thrombus in casein the tip of the ivc filter was dissected a way and removed from the patient's body. When the tip of the ivc filter was freed it was engaged with the rigid endobronchial forcep and brought into the 16 french sheath. The filter was examined on the table and determined to be intact. The straight flush catheter was advanced over the wire and then used for a post retrieval cavagram. The omni-flush catheter was removed over a wire. There is no evidence of the thrombus in the ivc filter. The filter was removed intact. The right common iliac vein is occluded. There are collaterals going around the level of the filter where there is a moderate stenosis of the ivc. There is no evidence of extravasation following the filter retrieval. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation. The information received in the patient profile form (ppf) indicated that the filter migrated and was also embedded in the wall of the inferior vena cava (ivc), the patient had blood clots, clotting and/or occlusion of the ivc. The patient became aware of these events approximately a year and five months post implantation. The filter was reported to have been successfully percutaneously removed one year and eleven months post implantation. The patient also reports to have experienced flank pain, mental anguish and stress. The indication for the filter implant was right popliteal, femoral, iliac and vena cava deep vein thrombosis (dvt) and status post twenty hours of tissue plasminogen activator (tpa) infusion. At the time of implant the patient also had percutaneous transluminal angioplasty of the right common femoral vein and the right iliac vein, with stenting to the iliac. The patient remained on tpa after the implant for additional reduction in clot burden. The patient¿s medical history and the indication for the filter removal have not been provided. Prior to being intubated for the procedure, the ivc was evaluated with ultrasound through the abdomen and right side to try to determine if the filter contained a thrombus. Imaging was suboptimal. The right internal jugular vein was evaluated with ultrasound and found to be patent. Next, the right neck was prepped and draped in the standard sterile fashion. The access site for the removal was the right internal jugular vein. A guidewire was then advanced through the micropuncture sheath and into the inferior vena cava. A 5 french straight flush catheter was advanced to the inferior ivc and multiple digital subtraction angiograms were performed. After determining that there was not a significant thrombus within the filter the patient was intubated. Exchange was then made for a 16 french sheath. Then using a rigid endobronchial forcep the organized thrombus encased in the tip of the ivc filter was dissected a way and removed from the patient's body. When the tip of the ivc filter was freed it was engaged with the rigid endobronchial forcep and brought into the 16 french sheath. The filter was examined on the table and determined to be intact. The straight flush catheter was advanced over the wire and then used for a post retrieval cavagram. Hemostasis was achieved with direct compression at the puncture site and the venotomy was closed with 4-0 vicryl. A sterile dressing was then placed at the puncture site. Findings: the right internal jugular vein is patent. There is no evidence of the thrombus in the ivc filter. The filter was removed intact. The right common iliac vein is occluded. There are collaterals going around the level of the filter where there is a moderate stenosis of the ivc. There is no evidence of extravasation following the filter retrieval. There is currently no additional information available. The product was not returned for analysis and the sterile lot number provided is illegible and/or invalid; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and thrombosis within the filter do not represent a device malfunction. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The mechanism of the retrieval difficulty and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. The notes from the device removal procedure indicate that there was no evidence of thrombus within the filter and no extravasation of the ivc. Without the procedural films or post implant images to review the reported, perforation, embedded, migration, clotting and retrieval difficulty could not be confirmed or further clarified. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. Anxiety and flank pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of antiphospholipid antibody syndrome (apl) manifested by extensive unprovoked venous thromboembolism (vte). The records state that the patient absolutely requires indefinite therapeutic anticoagulation as apl ab syndrome is a strong thrombophilic disorder that can result in catastrophic vte without effective secondary prophylaxis. Prior to removal of the filter the patient stated that he would exit the military. The results of computed tomography (CT) scans done approximately one year and five months after the index procedure reveal extensive venous collateralization in the superficial abdominal subcutaneous fat. Several of the filter struts extend beyond the lumen, one into the lumen of the aorta, one into the right psoas major and one into the l3 vertebral body and two approximate the exterior of the anterior aortic wall and posterior duodenum. The strut near the duodenum appeared to terminate medial to the expected course of the right ureter. The scan also revealed chronic right iliac vein thrombosis status post stenting with extensive superficial venous collateralization.   As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, history includes antiphospholipid antibody syndrome (apl) manifested by extensive unprovoked venous thromboembolism (vte). The records state that the patient absolutely requires indefinite therapeutic anticoagulation as apl ab syndrome is a strong thrombophilic disorder that can result in catastrophic vte without effective secondary prophylaxis. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation. Per the patient profile form (ppf), the patient reports the filter migrated, was embedded in ivc wall, the patient had blood clots, clotting and/or occlusion of the ivc approximately a year and five months post implantation. The filter was removed percutaneously one year and eleven months post implantation. The patient also reports flank pain, mental anguish and stress. Prior to removal of the filter the patient stated that he would exit the military. Prior to filter removal, the ivc was evaluated with ultrasound, to determine if the filter contained a thrombus, but imaging was suboptimal. After determining there was no significant thrombus, using a rigid endobronchial forceps the organized thrombus in cased in the tip of the ivc filter was dissected away and removed from the patient's body. When the tip of the ivc filter was freed it was engaged with the rigid endobronchial forceps and removed. The filter was examined on the table and determined to be intact. The straight flush catheter was advanced over the wire and then used for a post retrieval cavagram. There is no evidence of the thrombus in the ivc filter. The filter was removed intact. The right common iliac vein is occluded. There are collaterals going around the level of the filter where there is a moderate stenosis of the ivc. There is no evidence of extravasation following the filter retrieval. A CT scan, done approximately one year and five months post implant, revealed extensive venous collateralization in the superficial abdominal subcutaneous fat. Several of the filter struts extend beyond the lumen, one into the lumen of the aorta, one into the right psoas major and one into the l3 vertebral body and two approximate the exterior of the anterior aortic wall and posterior duodenum. The strut near the duodenum appeared to terminate medial to the expected course of the right ureter. The scan also revealed chronic right iliac vein thrombosis status post stenting with extensive superficial venous collateralization. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Collateral circulation, anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog code provided (466fxxxx), represents an unknown optease filter. The catalog and lot numbers for the actual product used in the procedure are unknown.   As reported by the legal department, the plaintiff underwent placement of defendants' optease vena cava filter on or about (B)(6) 2012. The filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but not limited to, perforation. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.   The device remains implanted in the patient. A device history record (DHR) review could not be conducted as a lot number was not provided   perforation of the vessel wall is well-documented as a potential complication during ivc filter placement and long-term use, and is listed in the IFU as such. Caval perforation occurs most commonly during the implantation procedure.  Stiff guidewires, aggressive guidewire advancement, advancement of dilator and sheath without wire, movement of partially apposed filter are all potential causes of caval perforation/rupture. Another possible cause of the vessel wall perforation could be due to the barbs, which are intended for fixation to the vessel wall. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without films provided for review, or a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
As reported by the legal department, the plaintiff underwent placement of defendants' optease vena cava filter on or about (B)(6) 2012. The filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but not limited to, perforation. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Additional information received per the patient profile form (ppf) indicates that the filter migrated and was also embedded in the wall of the inferior vena cava (ivc), the patient had blood clots, clotting and/or occlusion of the ivc approximately a year and five months post implantation. The filter was reported to have been removed percutaneously one year and eleven months post implantation. The patient also reports to suffer flank pain, mental anguish and stress. Additional information is pending and will be submitted within 30 days upon receipt.